Manufacturer narrative:
(B)(6). The device was manufactured december 2, 2016 ¿ december 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported underinfusion condition was unable to be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter indicated that a ¿residual volume¿ of solution remained in the device at the end of the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.